Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") in a female patient who received essure (batch no. (B)(4)) for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), device intolerance ("intolerance"), general physical health deterioration ("general health condition deterioration") and diarrhoea ("diarrhea"). The patient was treated with surgery (salpingectomy via laparoscopy performed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, device intolerance, general physical health deterioration and diarrhoea outcome was unknown. The reporter provided no causality assessment for pelvic pain, device intolerance, general physical health deterioration and diarrhoea with essure. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain). Essure was removed on (B)(6) 2016. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required (salpingectomy). Other nonserious events were reported. A product technical analysis is being sought. Further information is expected from consumer.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 20-feb-2017: no further information could be obtained, despite follow-up attempts. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain). Essure was removed on (B)(6) 2016. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required (salpingectomy). Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Diagnostic results: unspecified date: results of the pathology examination performed on one of the two fallopian tubes - no particular histological lesion was identified. Quality-safety evaluation of ptc: ptc global number (B)(4). Expiration date: 30-jun-2017. Production date: 16-jun-2014. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined. Therefore no meddra llt can be provided as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se no similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 27-jan-2017: quality-safety evaluation of ptc received. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain). Essure was removed on (B)(6) 2016. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required (salpingectomy). Other nonserious events were reported. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information is expected from consumer.